Event description:
During a software upgrade, a company rep was unable to locate the directory folder in the vns software to initiate the upgrade process. A new card was substituted into the device and the upgrade proceeded as intended. Attempts for further info have been unsuccessful to date.